Event description:
It was reported that this procedure was to treat patient with heavy calcification and heavy tortuosity in an unknown vessel. The 3.5x28 mm xience v stent delivery system (sds) was advanced, but was unable to cross the lesion. During retraction of the sds from the patient, resistance was felt and the stent implant was observed to be loose on the balloon. Due to the heavy calcification, there was concern that the stent implant might dislodge; therefore, the decision was made to implant the stent in an unintended site before it reached the target lesion. The stent implant remains in the patient's body. The procedure was finished by using non-abbott products. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross, resistance during withdrawal, and loose stent implant could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.